Event description:
It was reported that during a code, the customer was able to charge the device, but could not discharge therapy. They attempted both the hard paddles as well as the keypad. A second device was retrieved and successfully used on the patient.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was determined that the root cause was a broken pin socket on the therapy connector. The device was returned to the customer for use.